Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. Open receiver and perform internal inspection: passed. Remove and replace battery, turn on receiver: passed. Download the following items from rx unit using dexcom global receiver communication tool. The download the following items from rx unit using dexcom global receiver communication tool and with a good know battery: the downloaded receiver log and review: failed - ffa lab found that the receiver shutdown when the battery capacity was at 63% within the investigation window. Screen trend graph: passed - rx unit is showing that battery is charging and battery circuitry is working properly. Test on receiver functional test station eq (B)(4) with a good know battery: rx unit could not communicate with rx functional tester. The complaint was confirmed because a defective battery assembly prevented the receiver from powering on and\or will ceases to function the reported event that the receiver ceased to function was confirmed. The root cause of receiver ceasing to function is a defective battery.